Event description:
Discrepant, high chloride results were obtained intermittently on an advia 1650. These results were reported to physicians. The operator suspected a problem and reran the samples on a different advia 1650. Upon retest, about forty-five revised reports were issued. There were no adverse health consequences or pt intervention due to the discrepant chloride results.

Event description:
Discrepant, high chloride results were obtained intermittently on an advia 1650. These results were reported to physicians. The operator suspected a problem and reran the samples on a different advia 1650. Upon retest, about forty-five revised reports were issued. There were no adverse health consequences or pt intervention due to the discrepant chloride results.

Event description:
Discrepant, high chloride results were obtained intermittently on an advia 1650. These results were reported to physicians. The operator suspected a problem and reran the samples on a different advia 1650. Upon retest, about forty-five revised reports were issued. There were no adverse health consequences or pt intervention due to the discrepant chloride results.

Event description:
Discrepant, high chloride results were obtained intermittently on an advia 1650. These results were reported to physicians. The operator suspected a problem and reran the samples on a different advia 1650. Upon retest, about forty-five revised reports were issued. There were no adverse health consequences or pt intervention due to the discrepant chloride results.

Event description:
Discrepant, high chloride results were obtained intermittently on an advia 1650. These results were reported to physicians. The operator suspected a problem and reran the samples on a different advia 1650. Upon retest, about forty-five revised reports were issued. There were no adverse health consequences or pt intervention due to the discrepant chloride results.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the site to check the ise module and system performance. The fse found salt buildup near the mixer, indicating that there had been insufficient instrument maintenance. The instrument was cleaned, primed, and calibrated. Samples which had been run on the other advia 1650, were ran and the results compared well. The instrument is performing within specifications. No further eval of the device is required.

Event description:
Discrepant, high chloride results were obtained intermittently on an advia 1650. These results were reported to physicians. The operator suspected a problem and reran the samples on a different advia 1650. Upon retest, about forty-five revised reports were issued. There were no adverse health consequences or pt intervention due to the discrepant chloride results.

Event description:
Discrepant, high chloride results were obtained intermittently on an advia 1650. These results were reported to physicians. The operator suspected a problem and reran the samples on a different advia 1650. Upon retest, about forty-five revised reports were issued. There were no adverse health consequences or pt intervention due to the discrepant chloride results.

Event description:
Discrepant, high chloride results were obtained intermittently on an advia 1650. These results were reported to physicians. The operator suspected a problem and reran the samples on a different advia 1650. Upon retest, about forty-five revised reports were issued. There were no adverse health consequences or pt intervention due to the discrepant chloride results.

Event description:
Discrepant, high chloride results were obtained intermittently on an advia 1650. These results were reported to physicians. The operator suspected a problem and reran the samples on a different advia 1650. Upon retest, about forty-five revised reports were issued. There were no adverse health consequences or pt intervention due to the discrepant chloride results.